Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the initial interrogation was fine with the tablet, no issue. Rep reported she reprogrammed patient's device for about 20 minutes and exit workflow on the tablet. Rep reported she was not able to interrogate patient's device with the controller or her tablet after exiting workflow. Rep did not know what the ins battery level was when she initially interrogated patient with her tablet. Rep reported she attempted to re-pair the controller to ins. Passive recharge was performed for about 10 minutes. Rep reported she was now able to charge and ins was at 80% charge level. Rep reported re-pair the controller and was able to communicate with patient's ins. Diary shows: therapy unavailable - no data programming session - today metrics 59% for 30 day stimulation usage 100% for stimulation on since last session ins battery level - 80% no further complications were reported/anticipated. Issue was resolved.